Manufacturer narrative:
Product event: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
During an ortho case, the surgeon reported the aquamantys device remained active, delivering rf energy when the button on the device was not pressed. There was no adverse effect to the patient.